Event description:
It was reported that implantable cardiac monitor was unable to be interrogated. A chest and abdominal x-ray were performed and they could not locate the device. The physician believes that the patient likely forced the device out as the patient has memory problems and does not remember doing anything, nor do they remember getting the device. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).